Manufacturer narrative:
Device evalution in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "no disposable clamp tubing" alarm. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy 1 pump was returned for analysis with a missing nub and a damaged housing. During analysis, visual inspection revealed the nub on the downstream occlusion sensor (dso) was missing, this would cause the double beeping with a cassette attached and "no disposable" alarm. Service will replace the downstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.